Event description:
It was also reported the patient charged his neurostimulator more than expected. Details of the patient's parameters were not known at the time of the report so it is difficult to conclude whether the recharge frequency was appropriate or not. Further investigation revealed the situation at implant was resolved. The patient is no longer having issues recharging.